Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional bottom visual evaluation of the returned provisional identified signs of repeated use and confirmed the product was fractured. Fractured tibial articular surface provisionals (tasps) analyzed by optical microscopy revealed hackle marks, river lines and striations in the case of bending overload and low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported during knee arthroplasty that the articular surface provisional fractured while trialing. No adverse events were reported as a result of this malfunction.